Event description:
It was reported that during removal of an undeployed stent through the guiding catheter, which is contrary to instructions for use, the stent became separated from the delivery system. The stent was being placed distal to newly implanted stents, which is contrary to instructions for use. A balloon catheter was used to secure and deploy the stent within the proximal stent. Reportedly the case was completed and no pt injury occurred.